Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter cracks were found causing blood to leak. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, during use, cracks were found in the catheter and blood leaked from there.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: device expiration date: unknown. H4: device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received three photographs and one 22gx1.00in insyte autoguard catheter adapter. The photographs displayed a catheter with media showing similarities to that of the returned unit. A gross visual inspection of the returned unit displays a crack from the base of the luer. The reported issue was confirmed as the adapter/connector was found damaged. This damage was determined to be manufacturing related due to a misalignment of the rotate grippers. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter cracks were found causing blood to leak. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, during use, cracks were found in the catheter and blood leaked from there.